Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The needle to cuff miss was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of use. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device

Event description:
The second proglide was deployed outside of the anatomy and there was no patient involvement.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, a cuff miss occurred. Extra force was needed to depress the plunger. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. In addition, after the pci procedure was completed and hemostasis was achieved, a second proglide device was taken by the physician and tested/deployed outside of the anatomy and a cuff miss occurred. No additional information was provided.